Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields patient identifier (a1), in section a - patient information, and describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that there was a perforation of the artery and pericardial effusion (pe). During a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure, a versacross connect was selected for use. There was a small effusion in right ventricular (rv) noted prior to case that remain unchanged before and after the case. The physician gained venous access and proceeded with the concomitant procedure. During the ablation procedure the patients pressure fluctuated throughout and was treated accordingly. The procedure was successfully completed. The physician positioned the watchman fxd curve access system (was) in the laa of the patient and then inserted the 35mm watchman delivery device. The closure device was deployed in the patient and was successfully implanted. The patients blood pressure dropped after removing the was from the patient. The patient was sent into surgery to repair the artery that was perforated during groin access. There was no other treatment or intervention performed for the patient. The patient is expected to make a full recovery. The device is not expected to be returned for analysis. It was further confirmed that the device was disposed. It is not believed to have been caused from the introducer sheath. No other difficulty noted. Patient has been discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve the device status are in progress, but it was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a perforation of the artery and pericardial effusion (pe). During a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure, a versacross connect was selected for use. There was a small effusion in right ventricular (rv) noted prior to case that remain unchanged before and after the case. The physician gained venous access and proceeded with the concomitant procedure. During the ablation procedure the patients pressure fluctuated throughout and was treated accordingly. The procedure was successfully completed. The physician positioned the watchman fxd curve access system (was) in the laa of the patient and then inserted the 35mm watchman delivery device. The closure device was deployed in the patient and was successfully implanted. The patients blood pressure dropped after removing the was from the patient. The patient was sent into surgery to repair the artery that was perforated during groin access. There was no other treatment or intervention performed for the patient. The patient is expected to make a full recovery. The device is not expected to be returned for analysis.

Event description:
It was reported that there was a perforation of the artery and pericardial effusion (pe). During a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure, a versacross connect was selected for use. There was a small effusion in right ventricular (rv) noted prior to case that remain unchanged before and after the case. The physician gained venous access and proceeded with the concomitant procedure. During the ablation procedure the patients pressure fluctuated throughout and was treated accordingly. The procedure was successfully completed. The physician positioned the watchman fxd curve access system (was) in the laa of the patient and then inserted the 35mm watchman delivery device. The closure device was deployed in the patient and was successfully implanted. The patients blood pressure dropped after removing the was from the patient. The patient was sent into surgery to repair the artery that was perforated during groin access. There was no other treatment or intervention performed for the patient. The patient is expected to make a full recovery. The device is not expected to be returned for analysis. It was further confirmed that the device was disposed. It is not believed to have been caused from the introducer sheath. No other difficulty noted. Patient has been discharged. It was further corrected that the effusion was noted not to change before or after the procedure and the perforation was to the artery near access.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) describe event or problem (b5), in section b - adverse event or product problem, and patient codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only, and MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country (g1), in section g - all manufacturers. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.